Event description:
In 2008, the lay-user/patient contacted lifescan alleging that the one touch ultra 2 meter has power issue (meter will not turn on). This medical affairs specialist contacted the patient to obtain/clarify more information on april 16, 2008. The reported issue first occurred in 2007. The patient stated that she might have not been able to test after the reported began but was not sure. The patient indicated that she was taking her usual dose of diabetes medication regimen (glyburide and metformin) as a result of the reported issue. On the following month, in the middle of the night, the patient passed out and was tested at the emergency room. The patient obtained a blood glucose reading of "22 mg/dl" on a hospital/ER meter. The patient could not specify the treatment she received at ER. The doctor has indicated that she had not eaten enough the day before. However, the patient thought she had eaten as normal on the day of concern. During troubleshooting, the reported issue was not received. Although, there is no evidence of product misuse, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. The patient was unable/unwilling to answer the following questions: did the customer replace the battery per the owner's manual? Replace with a new battery(s). Does the meter turn on? This complaint is being reported because the patient claimed she was found to be hypoglycemic after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.